Manufacturer narrative:
The customer contacted the siemens technical solutions center. During troubleshooting with the customer, the customer indicated that the expected result had been obtained on a redrawn sample tested on the same instrument and the frequency of discordant results was isolated to the calcium result on this sample. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn and the new sample was run on the same instrument and resulted higher. The initial sample had been sent to an alternate laboratory to be rerun on an advia 2400 instrument, and also resulted higher. The redraw sample result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The initial MDR 2432235-2013-00295 was filed on june 27, 2013. Additional information (7/2/13): upon review of further instrument data, a siemens field applications specialist (fas) discovered that both calcium and albumin were affected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the mixer 1 rotational motor required replacement. The cse replaced the rotational motor and verified the height of mixer 1. The customer also informed the cse that they had discovered pseudomonas growth in the deionized water lines connected to the instrument and that the lines had been decontaminated and the laboratory was using a different water purification system. The cause of the discordant, falsely low calcium result and affected albumin results was a malfunction of the mixer 1 rotational motor. It is unknown if the microbial contamination impacted any results. This instrument is performing according to specifications. No further evaluation of this device is required. (B)(4).